Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue. In addition, an issue related to the power cord was observed. The ventilator's power cord was replaced to address the issue.